Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
Patient was implanted on (B)(6) 2022. The treating center notified neuropace on (B)(6) 2022 that the patient has peri-electrode edema around the right depth electrode. Steroids were started on (B)(6) 2022. Patient presented with headaches, somnolence, refractory nausea and vomiting. The treating center reports the patient is back to baseline. There is no concern for any long term sequela.